Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) provided troubleshooting options; however, a successful interrogation has not been confirmed at this time. This device remains in service. No adverse patient effects were reported.